Manufacturer narrative:
The orthadapt bioimplant was used as a spacer in a carpometacarpal (cmc) procedure; orthadapt bioimplants are not indicated for this use; thus, this was an off-label use. Based on the available case information, the event is likely due to off-label use of the orthadapt bioimplant. The product was not returned to the manufacturer for evaluation. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements.

Event description:
The patient experienced unspecified symptoms approximately 28 weeks post carpometacarpal (cmc) procedure where an orthadapt bioimplant was used as a spacer. The graft was explanted approximately 29 weeks post repair. At the time of explant the physician implanted another orthadapt bioimplant as a spacer in the cmc joint using a different technique.